Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal connector was distorted and bent. It was also noted that the proximal conductor was kinked/bent; there was blood (not obstructed) on the proximal conductor; and the electrode was covered with blood. The outerinsulation was cut. It was visually noted that the lead was damaged at implant. Concomitant products: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that during implant, it was noted that the lead was bent by the connector pin. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.